Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose level was 17.5 mmol/l. The size of the air bubble was bigger than soda size and the location of the air bubble at the bottom of the reservoir. The customer stated that the air bubble were not removed the successfully. The device will not be returned for the analysis.